Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. May we have copies of operational reports? The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and initial approach of index surgery when tvt obturator implanted? Other relevant patient comorbidities/concomitant procedures? Were there any intra-operative complications? Were any abnormalities noted prior, during, or after the procedure? How was the urethral perforation diagnosed? What was the size and location? Pictures available? When was the urethral erosion of mesh first noted by a physician? Diagnostic confirmation? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Date - time of onset of infection from the surgical procedure? What medical intervention was performed to treat infection? Results? Were cultures performed? Results? Date and surgical findings of mesh removal and excision of infected sinus (right leg)? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to these events (urethral perforation, urethral and vaginal erosion, infected sinus and mesh) what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2014 and the mesh was implanted. The patient experienced urethral erosion of mesh and developed sinus discharging through upper thigh. It was reported that the sinus was infected and the patient also experienced urethral perforation. The removal of mesh from urethra, vagina and right groin and excision of infected sinus right leg were performed. The device was partially removed. Additional information has been requested.